Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An authorized distributor reported that the blade on the cusa clarity 36khz handpiece (c7036) became hot directly after testing. The device was used with tip c7414s. It is unknown if the device was in contact with patient; however, no patient was injured and the event did not lead to increased surgery time.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The cusa clarity 36khz handpiece (c7036) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation was unable to conclusively verify customer information as valid. The handpiece tested with tip c7414s and also with standard and micro tips. The tip frequency optimization passed and the amplitude test was always 100%. No temperature development detected. Root cause - the root cause was confirmed as no fault found. The device passed all cosmetic and functional testing and meets specification. No issue was determined. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
N/a